Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the site to investigate the burning smell. The cse found that the wash 1 reservoir had leaked onto the global input output board (giob) causing the board to fail. The giob was replaced. The acid pump, base pump and associated cables were also found to be damaged and were replaced. The cse returned the system to an operational status. The cause of the burning smell was the giob failure due to a fluid leak from the wash 1 reservoir. No further evaluation of this device is required.

Event description:
The customer reported a burning smell was being emitted from the advia centaur xp system. The customer turned off the system. There are no known reports of patient intervention or adverse health consequences due to the burning smell being emitted by the system.

Manufacturer narrative:
The initial MDR 2432235-2018-00071 was filed 19-feb-2018. Siemens healthcare diagnostics inc. (B)(4).